Event description:
It was reported that the zimmer skin graft mesher was not working. Through investigation, it was observed that the device had a bent comb. Add'l clinical f/u with the hosp indicated that the device was not to be non-functional prior to use and replaced without delay for the scheduled procedure.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory info them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 9 years old and was last returned to the MFR for repair on (B)(4) 2011. Eval of the device determined that the comb was damaged. Prior to repair the device could not be checked for calibration and a test mesh could not be performed due to the damage to the comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.